Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se found the device failing the flow sensor cross check test on a short self test (sst) with the neo patient circuit, filter and exhalation flow sensor (evq) soaked with condensation. The se replaced the evq. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.